Manufacturer narrative:
Result: the ruby coil pusher assembly was kinked approximately 7.0 and 33.5 cm from the proximal end. The coil and pet lock were intact with the pusher assembly indicating that no detachment attempts were made. Conclusion: the complaint has been evaluated. The complaint indicates that the ruby coil was advanced into a dimensionally incompatible non-penumbra microcatheter and met resistance. Evaluation of the returned ruby coil confirmed that the outer dimensions on the coil and pusher assembly were within specification and when functionally tested with a representative compatible microcatheter, the coil was fully functional. The root cause of the complaint was use of the coil with an incompatible microcatheter. The kinks in the proximal end of the pusher assembly were likely related to attempts to push the coil against resistance through the incompatible microcatheter. The ruby coils are 100% functionally tested during inspection. The handle returned with the ruby coil was not described in the complaint and was fully functional during evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a gastrointestinal bleed using ruby coils. During the procedure, they physician was unable to insert a ruby coil into another manufacturer's microcatheter. The ruby coil was not used and the procedure continued using pushable coils.